Event description:
Pt experienced chills, nausea, chest tightness and elevation in temperature during dialysis treatment. Pt was transferred to the hosp and expired three days later. Pt blood cultures negative.

Manufacturer narrative:
A review of the dtf history does not apply. A review of the cpf history for this specific serial number machine does not indicate that this has been 3 recurring condition since this machine was released to the field. A secondary search of the dtf history for this production lot is not possible sonce no part was returned. Test procedure followed: qara-146 sect. 2.3, revision h. There were no parts replaced at the time of the incident. All the facilities waste handling options were serviced after the incident, but the facility could not confirm which, if any machines, had defective check valves on the who. The facility had no parts to return. The facility did confirm that they had not been routinely disinfecting or culturing the who prior to the incident. The unit administrator has since received the MFR's safety alert. There is no substantial evidence linking the who to this incident, pt culture were never positive, nonetheless, because of physician concerns and examinations regarding possible septicemia, and because of the serious nature of the incident, this MDR was filed. There is nothing in any of the rpt's to conclude that the infection at this facility resulted from a correctly maintained, disinfected, and tested who assembly. The facility indicated that the staff failed to test the who assembly everyday, as prescribed in the cs3 operator's manual, p.3-18 (double needle operation) or p. 4-19 (singl needle operation), version 10/1995. Based on the info provided, it is unk whether the who assembly caused the rpt'd incident. It is known that the facility was not operating the who assemblies according to the recommended procedures, performing the testing that would have detected the a possible failure, or the preventative manintenance that could have avoided a possible failure. This issue will continue to be trended as part of the gambro healthcare corrective action system and the management review team. Any further investigations, analyses, and/or corrective actions taken on this complaint issue will be determined by and documented in this corrective action review process. Failure codes: f. Code clinc002ba. Customer contacted: yes. Sales/service contacted by investigator? No. Traning required? No.